Event description:
It was reported that the white port cap of a gastrostomy tube that had been in place for 12 months, had developed a crack and was not sealing properly. As a precautionary measure, the complainant scheduled the patient to have the tube replaced in the hospital.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.